Event description:
It was reported that patient has had difficulty with his pump. Patient liaison went over troubleshooting techniques. Patient went back to the hospital for help but only saw a resident. Physician states patient has a bad valve in the pump and a revision has been programmed in two months. Patient is unable to get the valve to seat so no fluid stays in the cylinders when he pumps the device. He says he has tried at least 60 times to get it to work properly. Further training will be provided.